Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the probe broke off at 15 mm from the distal end. Around the broken point, the coating of the probe was partially missing and there were scratches. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked and the probe coating was missing when the user output the device contacting with something hard object, besides the probe was broken when the probe was subjected to a load during the cleaning. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
During a laparoscopic partial hepatectomy, three thunderbeat devices were failed. In the procedure, the device could not be activated in seal & cut mode. The user exchanged it with the 2nd device and continued the procedure. However, the tissue pad was separated and the device could not be activated. The user exchanged it with the 3rd device and continued the procedure. However, when the user cleaned the probe outside the patient, it broke off. The procedure was completed with another device. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As a result, omsc found that the coating of the probe of the 3rd device was partially missing on (B)(4) 2017. This is the report regarding the probe breakage and the missing of the probe coating for the 3rd device.